Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. The indicated failure mode for lid not fitting properly was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the label lift issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the stopper is loose and labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred on 100 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the lid is not tight and label floating.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper is loose and labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred on 100 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the lid is not tight and label floating.